Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/1.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6)2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.